Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion error which was not reproduced during evaluation. Upstream occlusion alarms were verified through a review of the event history log and found to be caused to by a failed ultrasonic sensor which was replaced to correct this condition. Report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line error which was not reproduced during evaluation. Upstream occlusion alarms were verified through a review of the event history log and found to be caused to by a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a upstream occlusion error and air in line error. There was no known patient injury or medical intervention associated with this event. No additional information is available.